Event description:
Customer reported that in the past week he had one sensor that would not and was told to replace it. Customer also reported that a sensor was reading 42 mg/dl and hid blood glucose was actually 140 mg/dl; then another time the blood glucose was 170 mg/dl and the sensor glucose reading was 40 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.